Event description:
Boston scientific crm received information that, during post operative check, this right ventricular (rv) lead exhibited noise on the rv channel, and one non-sustained ventricular tachycardia episode. The noise was very fine, and resulted in 4-5 seconds of pacing inhibition. The physician was not able to reproduce the noise. It was noted this patient had to use the bathroom post surgery, but the exact time is not relative to this event is not clear. Boston scientific technical services (bsc ts) discussed that this is not myopotential oversensing. The signal had a regular frequency with variation in amplitude. There may have been a source of current leakage, maybe a light fixture in the room or bathroom, or dimmer switch, which the patient was in contact with briefly. Bsc ts also discussed that the adjustment to sensitivity is likely not necessary due to the source being most likely from an external electromagnetic interference (emi) source, but that would be for the physician to decide. Subsequently, additional information was received that a save to disk was created, and sent to bsc ts be reviewed. It was noted this patient experienced another short episode of pacing inhibition that resulted in 2 seconds of asystole, and the rv thresholds increased to 1.8 volts. The sensitivity was changed to 1.0 mv. This patient is pacemaker dependent, and the physician is concerned about this device/lead system. Bsc ts discussed that after reviewing the save to disk it seemed the noise was more prominent on the rv rate/sense and shock channels, which is more consistent with diaphragm oversensing. Bsc ts wants to review analysis with engineering. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead remains in service, so therefore will not be returned to boston scientific crm for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
Subsequently, additional information was received engineers also reviewed the events from this patient's device. The noise was suspected to be from external sources. A review of the x-ray confirmed the terminal pin was inserted fully beyond the connector block, and the rv lead position appeared to have the coil positioned along the septum. The provoked noise, during coughing, appeared to be similar as in previous recordings. In this case, however, noise was not oversensed. Continued abdominal pressure may possibly produce higher amplitudes. Bsc ts discussed programming options, however, it is recommended to verify proper ventricular tachycardia (vt)/ventricular fibrillation (vf) detection in case a lower rv sensitivity level would be programmed. Dft testing has not been performed yet. The decision was made to leave the patient for the time being, and the sensitivity was programmed to 1.0 mv. A dft test will be performed within the near future, and then a decision will be made regarding whether or not to replace this system. This rv lead remains in service, so therefore will not be returned to boston scientific at this time. Should additional information become available this report will be updated.